Event description:
The herbalizer hot air generator "herbie" - limited edition. Last night happens something quite disturbing, while I was watching tv, suddenly my wife notices a plastic burnt smell and a black smoke coming from herbalizer. I immediately close the lid to switch him off, but it keeps burning, so I unplug the power cord and take herbie outside because I didn't want to use water. It kept burning; melting the bottom plastic cover. I was quite scared because it could have burned my house, it was standing on wooden table and we were lucky that we were very near herbie. Herbie was on (the lid was open, but without the balloon fan working for 10-20 minutes), I already had a session before, as always temp was set to 362 f. Until yesterday, I used it almost everyday and it works flawless, I hope you could understand what was wrong. My guess is something that went wrong with the automatic switch off the heat unit. It could burn my house down. I bought it on (B)(6) on (B)(6) 2014. (B)(6). They said that warranty could not be applied because I used the product in (B)(6). (B)(4).